Event description:
It was reported 4fr power PICC catheter inserted (B)(6) 2023. Line cut to 43cm. Securacath inserted 3cm from hub. Line leaking at 6.5cm from hub. Patient suffered an extravasation whilst having chemotherapy. Additional information received 16 august 2023: incident occurred on the aug 9 2023, following patient having several troubled weeks with this PICC line. Unable to flush and line stopped working mid through chemotherapy, line dressing was wet. Previously commenced on enoxaparin for a clot at the end of the line, due to previous complications, decision made to remove line. On removal I flushed the line to see if the same had occurred and there was a hole in the line. Handed this over to the PICC team. Patient was admitted for ?extravasation for monitoring. No harm caused to skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm and 7cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported 4fr power PICC catheter inserted (B)(6) 2023. Line cut to 43cm. Securacath inserted 3cm from hub. Line leaking at 6.5cm from hub. Patient suffered an extravasation whilst having chemotherapy. Additional information received 16 august 2023: incident occurred on the (B)(6) 2023, following patient having several troubled weeks with this PICC line. Unable to flush and line stopped working mid through chemotherapy, line dressing was wet. Previously commenced on enoxaparin for a clot at the end of the line, due to previous complications, decision made to remove line. On removal I flushed the line to see if the same had occurred and there was a hole in the line. Handed this over to the PICC team. Patient was admitted for? Extravasation for monitoring. No harm caused to skin.

Event description:
It was reported 4fr power PICC catheter inserted (B)(6) 2023. Line cut to 43cm. Securacath inserted 3cm from hub. Line leaking at 6.5cm from hub. Patient suffered an extravasation whilst having chemotherapy. Additional information received 16 august 2023: incident occurred on the (B)(6) 2023, following patient having several troubled weeks with this PICC line. Unable to flush and line stopped working mid through chemotherapy, line dressing was wet. Previously commenced on enoxaparin for a clot at the end of the line, due to previous complications, decision made to remove line. On removal I flushed the line to see if the same had occurred and there was a hole in the line. Handed this over to the PICC team. Patient was admitted for? Extravasation for monitoring. No harm caused to skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.